Manufacturer narrative:
Supplemental report is being submitted as a cancellation report following the manufacturing input received on 25-nov-2025 as the complaint no longer meets the description of a reportable incident (use error situation: physician/assistant fails to select appropriate wire guide size). FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.

Event description:
Supplemental report is being submitted as a cancellation report following the manufacturing input received on 25-nov-2025 as the complaint no longer meets the description of a reportable incident (use error situation: physician/assistant fails to select appropriate wire guide size). FDA MDR reporting not required: the event does not meet the criteria of an FDA ¿serious injury¿ report or ¿malfunction¿ report as per FDA guidelines ¿medical device reporting for manufacturers (2016)¿. No reporting malfunction precedence exists for this complaint event for this product family. No risk of failure mode indicates no potential for serious injury if the malfunction were to recur. No adverse effect to the patient was reported as occurring.

Manufacturer narrative:
Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
As initially reported to customer relations: during an ercp, in a tight bile duct stricture during deploying stent, one of the internal components broke, the dr was able to remove the stent and used another of the same device to complete the procedure. No unintended section of this device remained inside the patient¿s body. The patient was not hospitalized and did not undergo prolonged hospitalization due to this occurrence. The patient did not experience a delay or require any additional procedure due to this occurrence. The complainant did not report any adverse effects on the patient due to this occurrence. At what stage of the procedure did the complaint occur? Placement deployment. What endoscope type and channel size was used? Olympus 190 4.2 channel. What was the position of the elevator? Open. Details of the wire guide used (diameter, type, make)? 2.5 acrobat 2. Was the zip port facing upwards and slightly curved when backloading the wire guide? Unknown. Did any part of the stent contact the patient's anatomy when the complaint occurred? Yes. Please advise the anatomical location of the intended target site. Common bile duct. How long was the stent in the patient by the time this complaint occurred? Unknown. For devices where the IFU states for longer term patency has not been established, was periodic evaluation completed? N/a. Did the patient require any additional procedures as a result of this event? No. What intervention (if any) was required? N/a. Was the secondary intervention performed during the same procedure as the device failure or was it scheduled for another day? N/a. Were any other defects (other than the complaint issue) observed on the device prior to return (e.g., kink)? No. Was the product inspected for kinks or damage before use? Yes. Was resistance felt during insertion into patient? Unknown. Did the product fail during stent deployment or recapture? Deployment. Was the directional button pressed during use? No. Was any part of the stent observed in contact with the patient's anatomy at the time of failure? Yes. Was the yellow marker kept in view during deployment? Unknown. Are images of the device or procedure available? No. 1. Please confirm if the wire guide ¿2.5 acrobat 2¿ is a 0.025-inch wire guide., yes, it was a .025 acrobat2.